Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of (300 mg/dl). During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer declined to check infusion set site. The customer stated that they felt bg level had become low due to delivering a bolus via the pump and also taking a manual injection. However, the customer declined to test bg level during the call with cts.